Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was one 5 fr dual lumen powerpicc. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the extension leg of the red lumen, just proximal to the bifurcation. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface ¿ blood residue was seen on the sample which showed that the product had undergone at least some use the product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ a lot history review (lhr) of recz3519 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during PICC placement, previously flushed PICC was inserted into introducer, appeared to be placed into proper place in chest with sherlock machine, so blood return was attempted. While aspirating for blood return, air bubbles noted in syringe and during aspiration, so tightened caps and connections and continued to aspirate and air bubbles still present. At this point removed catheter due to being unsure where air was coming from. Upon further assessment while flushing catheter outside of patients body noted a leak between hub and external lumen. New PICC inserted and procedure finished.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3519 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during PICC placement, previously flushed PICC was inserted into introducer, appeared to be placed into proper place in chest with sherlock machine, so blood return was attempted. While aspirating for blood return, air bubbles noted in syringe and during aspiration, so tightened caps and connections and continued to aspirate and air bubbles still present. At this point removed catheter due to being unsure where air was coming from. Upon further assessment while flushing catheter outside of patients body noted a leak between hub and external lumen. New PICC inserted and procedure finished.